Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during an hta procedure. According to the complainant, the patient was being treated for menorrhagia. The patient was placed under general anesthesia and dilated to 23 fr. A tenaculum stabilizer and speculum were utilized during the procedure and a raytek pad was placed within the vagina. The cervix was not patulous and there was a good cervical seal. There were no fluid leaks observed during the hysteroscopy. It was reported that at four minutes into the ablation portion of the procedure, a 10cc fluid loss alarm occurred. The patient was examined and a fluid leak was located at the cervix. The procedure was then aborted. It was found that a small burn was sustained by the patient on the external orifice of the cervix. The burn was classified as superficial in nature and was not treated. It was also reported that the height of the IV pole was verified and that the procedural sheath was not moved excessively during the procedure. The patient did not move during the procedure. The procedure was not completed due to this event and the patient's condition was reported to be "fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.